Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl with a trace of ketones. An insulin injection and a correction bolus via the pump were used to address the bg level. The customer performed a system check and no insulin was observed exiting from the infusion set tubing. The customer changed out all of the pump supplies. It was confirmed that insulin was observed exiting the new infusion set tubing.